Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending analysis of the odor/smell issue and system risk analysis (sra). Trending analysis of odor/smell issue was reviewed (march 2017 to september 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." Functional analysis was not performed since the oil was not available for evaluation. The assignable cause of the odor/smell issue was the vacuum pump oil. The field service engineer replaced the oil and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Initial reporter first name: change from (B)(6) to unknown. Initial reporter last name: change from (B)(6) to unknown. Initial reporter facility name: change from (B)(6). Email: change from (B)(6) to unknown.